Manufacturer narrative:
Eiwe-s (bg-2/03) & dac (eh 5/04): has charring marks inside of connection block and connector end of dac cord. The two shapes of the charring match up when the cord is not fully inserted indicating that the system was energized with the cord not fully snapped into the connection block. (Photos of the marks on file) dac cord locks fully in place with all electrodes returned. No manufacturing defect found. Eros-cf27 (hz-8/96) & eris cr27 (ad-1/00): outer sheath does not freely release from inner sheath. Otherwise, there appears to nothing functionally wrong with the inner and outer sheath. Conclusion: arcing caused by misuse. Arcing was caused by energizing system without the cord fully seated in the connection block. (B)(4).

Event description:
Sparking/ arcing surge of electricity, where the dac cord snaps in. The complete system was returned to aid the investigation. No patient injury. Eiwe-s (bg 2/03); dac (eh/5/04); eros cf27 (hz-8/96); eris cf27 (as 1/00).